Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2018. Reportedly, the patient calibrated during periods when cgm values were not present. No additional event or patient information is available. Data was received for evaluation, but the complaint confirmation and root cause could not be determined via data. Labeling indicates: do not calibrate if the out of range symbol shows in the status area. Do not calibrate if the glucose reading error symbol shows in the status area.